Manufacturer narrative:
Device evaluation follow-up #1 submitted 2/17/2015: the device was returned to animas and evaluated by product analysis on 1/28/15 with the following results: confirmed the battery compartment is cracked from the top.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a cracked battery compartment issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.